Manufacturer narrative:
Mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female patient who underwent an unspecified breast augmentation with mentor memorygel breast implants (300cc on the left and 275cc on the right) experienced bilateral grade iii capsular contracture postoperatively. As a result, the patient underwent explantation and replacement with mentor memorygel breast implants, 300cc on the left (catalog # 3503004bc, left lot # 9379681) and 275cc on the right (catalog # 3502754bc, right lot # 7649477) on (B)(6) 2020. This medwatch report is for the left-sided implant.

Manufacturer narrative:
Mentor received additional event information that the patient had undergone explantation and replacement on a different date, (B)(6) 2020. The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).